Event description:
It was reported that pump displayed malfunction code 16 and customer experienced high blood glucose, with meter reading only showing ¿high¿ and specific value unknown. Customer gave correction doses using pump and injections, planned to use backup insulin pump for ongoing insulin delivery, and did not require third-party medical assistance, while technical support arranged replacement pump under warranty.